Event description:
It was reported that the patient presented to the emergency room. Upon interrogation, it was observed that the implantable cardioverter-defibrillator exhibited intermittent undersensing. No programming changes were made. The patient was recovering.